Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported intraoperative that after first deployment of the leadless pacemaker that the deployment button was hard to be closed at the end of the deployment. It was confirmed that the stiff movement disappeared after it was removed from the body. It was also reported that pacing was not captured at high output. The leadless pacemaker was attempted/not used and replaced. No patient complications have been reported as a result of this event.